Event description:
Event description cpi received information that this endotak down-sized lead (0125) was removed from service due to lead dislodgement. Also reported the implantable cardioverter defibrillator (ICD) (1763) and lead (0125) were removed from service due to an infection.